Manufacturer narrative:
Correction: additional information: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted only the knife blade assembly component of the loading unit was received. Functional evaluation was unable to be performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted after firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the device's component disengaged. There was no patient involvement.